Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra) for a total of 156 patients (157 procedures) who were operated with depuy synthes spine vertebral body replacement from march 07, 2011 to january 14, 2020. There were 78 females and 79 males with a mean age of 59 years. It was not specified in the euro spine tango registry report which of the mentioned devices have caused the adverse events. It was also not specified in which country the adverse events have occurred. Thus, each country mentioned in the surgery activity will be captured conservatively and complications will be reported as follows: intraoperative general complications: 1 patient had anesthesiologic complication. 2 patients had cardiovascular complication. 1 patient had other intraoperative complication. Intraoperative surgical complications: 1 patient had a nerve root damage. 9 patients had dural lesion. 1 patient had vascular injury. 2 patients had fracture of vertebral structures. 1 patient had other intraoperative surgical complication. Postoperative general complications: 4 patients had cardiovascular complication. 9 patients had pulmonary complication. 3 patients had cerebral complication. 4 patients had kidney/urinary complication. 1 patient had liver/gastrointestinal complication. 1 patient had thromboembolism. 3 patients had other postoperative complication. Postoperative surgical complications: 1 patient had epidural hematoma. 2 patients had other hematoma. 1 patient had radiculopathy. 1 patient had cerebrospinal fluid leak/pseudomeningocele. 8 patients had motor dysfunction. 7 patients had sensory dysfunction. 2 patients had deep wound infection. 3 patients had implant malposition. 3 patients had implant failure. 7 patients had other postoperative surgical complications. Postoperative complications at follow-up: 14 patients had sensory dysfunction. 7 patients had motor dysfunction. 1 patient had bowel or bladder dysfunction. 4 patients had nonunion. 4 patients had implant failure. 2 patients had instability. 4 patients had cerebrospinal fluid leak/pseudomeningocele. 4 patients had superficial wound infection. 3 patients had deep wound infection. 1 patient had recurrence of symptoms. 5 patients had adjacent segment pathology. 1 patient had decompensation of spine. 1 patient had gastrointestinal complication. 5 patients had central nervous system complications. 5 patients had fracture of vertebral fractures. 1 patient had thromboembolism. 11 patients had other complications. Reoperations: 4 patients had reoperation due to hardware removal. 1 patient had reoperation due to nonunion. 2 patients had reoperation due to instability. 1 patient had reoperation due to implant failure. 2 patients had reoperation due to sagittal imbalance. 2 patients had adjacent segment pathology. 1 patient had reoperation for other reasons. This is for the unkown depuy spine peek cage, unknown depuy spine devex cage, unknown depuy spine concord ii cage, unknown depuy spine harms cage, unknown depuy spine expedium instrumentation, unknown depuy spine mountaineer instrumentation, unknown depuy spine viper instrumenation, unknown depuy spine viper ii instrumentation, unknown depuy spine x-tab, unknown depuy spine skyline plate, and unknown depuy spine slimlock plate. A copy of the clinical evaluation form is being submitted with this regulatory report. This is report 4 of 6 for (B)(4).

Manufacturer narrative:
This report is for an unknown cage/spacers/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.